Manufacturer narrative:
On 8/25/2017, biosense webster received information that the lot numbers originally reported were incorrect. Originally, the catheter with signal interference was reported as 17638837m, and the catheter in use while the steam pop occurred was reported as 17647870m. However, these lot numbers were reversed. The catheter with the signal interference was lot #17647870m, and the catheter in use at the time of the steam pop was lot #17638837m. The catheter with the signal interference issue (lot #17647870m) will continue to be reported under (B)(4), report #9673241-2017-00665. The catheter in use at the time of the steam pop (lot #17638837m) will continue to be reported under (B)(4), report #9673241-2017-00664. (B)(4). Are related to the same incident.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter (# 1 of 2) and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, intracardiac signal interference (¿noise¿) occurred. Smarttouch catheter # 1 (17638837m) was exchanged for smarttouch catheter # 2 (17647870m) and the issue resolved. During ablation of the mitral isthmus with smarttouch catheter # 2 (17647870m), a steam pop occurred. After the steam pop, while ablating with smarttouch catheter # 2 (17647870m), a tamponade was confirmed via intracardiac echocardiogram (ice). Since the blood pressure was stable, the patient was transferred to the ward without intervention. While on the ward, a pericardiocentesis was performed. There is no information regarding the amount of pericardial fluid aspirated. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Both smarttouch catheters used will be conservatively reported to FDA. This complaint file addresses the first catheter used (lot #17638837m).